Event description:
The customer reported that a monitor failed to alarm.

Manufacturer narrative:
The customer reported that there was a failure of the central station monitor to sound an alarm. The pt died. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).